Event description:
The conditions of the pt decreased and his hydrocephalus got aggravated, the valve was explanted and replaced by the same reference of valve. The dr wondered if there was an occlusion of the shunt and requested to check the valve.

Manufacturer narrative:
The incident has been reported to MFR in early 2009. Results of analysis will be developed in a follow-up report.